Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Based on the results of the investigation, a root cause could not identify the defect. However, it is likely, that no image occurred, due to cable disconnection caused by cable damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k camera head had no image. The issue was found during preparation for use during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to disconnection and damage in the cable unit, the endoscopic image could not be displayed, and there was damage on the protector and cable unit. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.